Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any defects that could have led to a leak. The device was functionally tested and under water leak tested. No leaks were identified. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak in the tubing of a pacilitaxel set. This occurred during priming. There was no patient involvement. No additional information is available.